Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that one of the drawer door on the auxiliary will not open, need to be pulled to open. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer adjusted the c channels on half height drawer aux 4-1. The system functioned as intended after the field service engineer troubleshooted the device.